Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that their device has not been functioning for 8 years, and they haven't had it on for 8 years. MRI compatibility guidelines were reviewed. No further complications or patient symptoms were reported or anticipated.